Event description:
It was reported that during a colon resection, the first device deployed the staples but they did not form. The device was closed all the way and it was difficult to remove it from the patient. No "crunch" was heard. The second device did not deploy the staples, but it did cut. The "crunch" was heard. Additional sutures were used to rectify both situations. There was no patient consequence.